Event description:
A customer reported experiencing a cartridge alarm with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed that the pump warranty was valid and decided to replace the pump. The customer was advised to revert to multiple daily injections to ensure continued insulin delivery. Technical support also provided instructions for storing the pump and details on the steps to take upon receiving the replacement, which included returning the malfunctioning pump to tandem within ten days. The customer understood and acknowledged all instructions and arrangements, including that the replacement pump would have updated software and require a signature upon delivery.